Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture 06/20/2004 to the present date 10/19/2020 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported the device failed the barrel clamp test. There was no patient involvement.

Manufacturer narrative:
Correction.

Event description:
It was reported the device failed the barrel clamp test. There was no patient involvement.

Manufacturer narrative:
The affected devices have been received for evaluation. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported the device failed the barrel clamp test. There was no patient involvement.